Manufacturer narrative:
(B)(4)

Event description:
It was reported that "in the maternity ward, when inserting the epidural catheter, the anaesthesia intern noticed that the catheter was kinked but he continued the insertion. When attempting to insert the catheter between the vertebrae, it would not pass because the catheter would not advance. The consequence was discomfort and a long procedure and hematoma for the patient post the procedure."